Event description:
It was reported the patient's ipg was inoperable. As such, the patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly, effective therapy was restored following the procedure.